Manufacturer narrative:
N/a.

Event description:
The following has been reported: error 21 potentiometer displacement error. Linear sensor error. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. One technical error 21 was found which confirms the reported event. The device was not returned to brézins as repairs were carried out locally. According to provided information, the linear sensor has been replaced, that solved the issue. Post-repair quality control is compliant. The linear sensor sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Following visual inspection, cross-tests were performed and all passed. Therefore the root cause of the reported event could be linked to another part that can only be tested with its associated device. Although the reported event could not be reproduced the complaint description was confirmed by error 21 found in the log review. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.